Event description:
Nursing home personnel responded to a patient in cardiac arrest. The device was called for, but according to the reporter, when the device was opened, it would not power on nor would it power on when the on button was pressed. Oxygen was administered and CPR performed while waiting for an ambulance. The ambulance arrived approximately 30 minutes later, but the patient was not resuscitated. The patient was pronounced at the scene. The reporter later observed that indicators had been illuminated on the device that signified a condition that could prevent normal operation of the defibrillator.

Manufacturer narrative:
Medtronic replaced the device. Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly.